Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient went to the hospital for further evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt: (B)(4): 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while at work. The patient received three treatments on (B)(6) 2014 at 08:39:32, 08:46:52, and 08:58:08. The rhythm at the time of all three treatments was a sinus rhythm with a tall p wave. The tall p wave resulted in multiple counting, which contributed to the false detection. The patient was conscious at the time of the event. The response buttons were pressed intermittently during the event but not immediately prior to the three treatments. The patient went to the hospital for further evaluation.